Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bacterial infection ("infection (other) describe: bacteria"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain lower ("lower abdomen pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (removal surgery for essure). Essure was removed on (B)(6) 2014. At the time of the report, the back pain, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bacterial infection, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, bacterial infection, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for essure insertion date- 2011 and (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: previously reported event injury to herself was deleted, newly added events- hormonal imbalance, genital bleeding, vaginal hemorrhage, menorrhagia, female sexual dysfunction, bacterial infection, migraine, dysmenorrhea (cramping), painful intercourse, vaginal discharge, fatigue, abdominal pain lower, lower back pain, essure insertion date were updated, reporter was added, consumer address were updated and height was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, uterus enlarged and vaginal cuff dehiscence. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding vaginal"), heavy menstrual bleeding ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bacterial infection ("infection (other) describe: bacteria"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain lower ("lower abdomen pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (removal surgery for essure/robotic assisted laparoscopic hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the back pain, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, bacterial infection, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, bacterial infection, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, migraine, nausea, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for essure insertion date- 2011 and (B)(6) 2009. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of back pain ('lower back pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: uterine bleeding, uterus enlarged and vaginal cuff dehiscence. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding vaginal"), heavy menstrual bleeding ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bacterial infection ("infection (other) describe: bacteria"), migraine ("migraines/headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain lower ("lower abdomen pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (removal surgery for essure/robotic assisted laparoscopic hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the back pain, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, bacterial infection, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, bacterial infection, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, migraine, nausea, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted, for essure insertion date: 2011 and (B)(6)2009. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter information and patient's medical history were added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.